Event description:
The customer reported that she performed blood glucose testing with the contour next meter and obtained error messages indicative of "not enough blood". However, one of the readings obtained during testing was 20 mg/dl at 10:40 a.m. The meter automatically marked it as a control test, and so the reading will be displayed as a control result when accessing the meter's memory. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.

Manufacturer narrative:
The customer did not return the suspected device for evaluation. Therefore, an in-house testing was performed with the in-house contour next meter and in-house contour next test strips from lot # 1epeh03b using blood sample, which gave a satisfactory performance. The blood glucose readings obtained during the in-house testing were properly marked as blood results in the meter.